Event description:
The rep is reporting that the patient had hamstring acl reconstruction in 2007. About two weeks post-op, the patient had a negative response to the tibial fixation using an intrafix sheath and screw. The surgeon re-operated and observed that the patient has had a specific, local response around the sheath and screw. The sheath and screw were removed. The graft is still intact and is taught at 90 degrees flexion. No other areas (graft, femoral fixation, incision areas, and harvest site) were affected. To complete the case, the surgeon performed general I and d. Multiple specimens were sent off for complete lab work up. The preliminary lab results were negative for infection. At this point, the surgeon believes that the likelihood for infection is small and he believes it to be a reaction to the devices. (See also associated MDR 1221934-2007-00094).

Manufacturer narrative:
The complaint device was discarded by the facility, which precludes conducting a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no nother complaints of any kind for this devices that were released to distribution. As such, we cannot determine what may have caused the user to experience the reported incident. This device has been associated with a patient reaction/infection; therefore, we are filing a medwatch to document this event. When and if any additional information is received that is both germane and pertinent to this issue, it will be reflected in a followup report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.